Event description:
It was reported that a leak occurred at the connection between a patient line extension and a homechoice automated pd set with cassette. This occurred during the priming stage of peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient stated that they had not secured the patient line extension securely to the cassette. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during the priming stage, where the home patient stated that they had not fully tightened the connection between the patient line extension and the cassette, which resulted in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.